Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. It is likely an interaction with the calcified lesion as resistance was met in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion as the sds was pulled back would have then led to the stent dislodgement. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not provided and the product was not returned. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that after predilatation was performed, the rx xience v stent delivery system (sds) was advanced to the target lesion in the heavily calcified first diagonal artery with some resistance. As the sds was pulled back for positioning, resistance was felt due to the heavy calcification and the stent came off of the balloon and floated into the left anterior descending artery (lad). The stent was embedded in the lad wall using another xience v stent. Another rx xience v stent was used to successfully treat the first diagonal target lesion. There was no adverse patient sequela or clinically significant delay in procedure or therapy. Though requested no additional information was provided